Event description:
It was reported that intermittent cartridge alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support; therefore, no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.